Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins, damaged e-belt connector) was confirmed due to the latches on the trunk cable connector being bent, creating an insecure connection with the monitor. The root cause for the broken latch was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had bent pins or damaged e-belt connector.